Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was reported that an implantable pulse generator (ipg) malfunction occurred. The ipg is associated with the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. The ipg was reprogrammed to a non-susceptible mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.